Manufacturer narrative:
Concomitant medical products: product ID 3877, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information from the manufacturer representative reported that the lead was replaced on (B)(6) 2015. The cause of the impedance issue was not determined.

Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient's system had high impedance previously. No stimulation was possible and the patient had a return of pain. A revision was done and the lead was replaced. No cause or troubleshooting/diagnostics were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.